Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-01430 pertains to the first speedband superview super 7¿ device and manufacturer report # 3005099803-2017-01431 pertains to the second speedband superview super 7¿ device. It was reported to boston scientific corporation that two speedband superview super 7¿ devices were used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands failed to deploy even though an audible click was heard on the handle. The device was removed from the patient and a second speedband superview super 7¿ device was used. The first two bands of the second device were also unable to be deployed; however, the third was deployed successfully and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.